Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause for the reported event appears to be due to procedural circumstances, as the patient went into heart block during a pre-implant balloon valvuloplasty prior to abbott device insertion. The reported surgery and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2025 using a small flexnav delivery system. The perimeter of the annulus was 63.8mm and the area was 306.9mm^2. A pre-balloon aortic valvuloplasty (bav) was performed with an 18mm non-abbott balloon, which caused the patient to go into complete heart block. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). The heart block persisted. The patient had a prolonged hospitalization for monitoring. There were no clinically significant delays in the procedure. A permanent pacemaker was planned for implant at a future date. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.